Event description:
Pt reported that thier one touch ultra meter would not power on. Pt was using the correct test strips. During troubleshooting, the meter would turn on when the power button was pressed. But, it would not power on when a test strip was inserted. The issue was not resolved with troubleshooting. Pt contacted a medical professional for advice, but did not receive any treatment. The day prior to reporting this issue, pt reported a reading taken at dinnertime to be 151 mg/dl. No further clinical info was provided.